Event description:
A report was received that patient was experiencing discomfort at the lead site and was also having loss of stimulation. X-ray was taken and revealed that the lead had migrated. The patient underwent a lead revision procedure and was doing well postoperatively.